Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull off occurred? On the dermis. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2021 and suture was used. The needle was detached from the suture during interrupted suturing on the dermis. There were no patient consequences reported. Additional information was requested.